Event description:
The customer reported the coulter lh 500 hematology analyzer was generating high vacuum out of range errors and pressure errors. The customer attempted to troubleshoot but could not resolve the issue. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/16/2015. The fse found that solenoid lv29 was faulty and was causing the vacuum errors. The fse replaced solenoid lv29, which repaired the errors. The repairs were verified per established procedures. (B)(4).